Manufacturer narrative:
Device out of warranty; no service approval from customer.

Event description:
The customer reported that the ventilator alarmed due to a data acquisition pcba adc reference failure. A data acquisition pcba adc reference failure during normal ventilation operation may result in a vent inop condition. A vent inop will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support engineer (pse) for assistance. The biomedical engineer requested manufacturer's onsite service and would provide service approval for repair. The customer has not provided service approval to date.